Manufacturer narrative:
The insulin pump had button error alarm and no up and down button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received with crack on reservoir tube and window, reservoir tube lip and crack battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.